Event description:
Reporter indicated a patient was explanted due to wound dehiscence shortly after a reimplant. The physician had decided to have the device explanted as a precautionary measure to prevent infection because a small portion of the wound where the generator was would not heal.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing confirmed sterility of both the generator and lead prior to distribution.